Manufacturer narrative:
The sample may be available for evaluation. Argon will continue to request for the return of the sample. A follow-up report will be provided once more information is available.

Event description:
Hub broke off of sheath while in patient.

Event description:
Follow up.